Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected. A field service engineer deactivated the system and extracted the drawer to reattach the loose rear latch assembly and securely reposition the open/close sensor. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that they utilized the another station to obtain their medication, but experienced a delay in the dispensing process. There were no adverse events or injuries reported based on this event.